Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report the insulin pump has buttons that are unresponsive. Blood glucose reading was 279 mg/dl. Advised the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump received with an intermittent button response due to moisture damage on keypad traces. Insulin pump received with minor scratches on display window, cracked reservoir tube lip and missing end cap sticker.